Event description:
It was reported that non-target embolization occurred requiring additional intervention. Two obsidio devices were selected for a gastroduodenal artery (gda) embolization procedure. The patient presented with a bleeding gastric ulcer. A clip was placed, but the patient's hematocrit value continued to trend downward, and the patient was then brought to intervention radiology (ir) for the gastroduodenal artery embolization procedure. The vessel diameter was around 4 mm distally so a 5-millimeter coil was placed to use as a backstop with obsidio. After deploying the coil without issue, the first obsidio syringe was connected to the microcatheter and embolization proceeded normally. Obsidio formed a good solid gel mass at the proximal end of the 5mm coil. Approximately 3 centimeters of obsidio was deployed before the 1 cc syringe came loose from the microcatheter. At that point the rest of the first syringe was not used, and a second obsidio syringe was opened and attached tightly to the microcatheter. Obsidio began to build back toward the microcatheter, finally embedding the tip. At that point the physician stopped injecting and pulled the microcatheter back slightly. Injection was started again; however, it was noticed that there was a separation between the proximal plug of obsidio and where a new obsidio mass was forming. Obsidio was refluxing back along the microcatheter and going into the right hepatic artery. At this point within the vessel, its diameter was close to 5mm, so the physician stopped injecting to prevent any more non target embolization. The microcatheter was removed and flushed on the back tray, to clear the obsidio. The microcatheter was introduced again and approximately 4 coils were used to embolize the remaining portion of the vessel. It was further reported that the obsidio started refluxing back at around 4cm from the bifurcation of the gda and right hepatic artery (rha) and that is where the embolization was stopped. One 4x15 non-boston scientific coil was used prior to the obsidio injection. No more than a few minutes passed between the disconnection of the first syringe and the deployment of the second syringe. Only approximately 0.3cc of the obsidio was used from the second syringe. The second group of four coils were 4 to 5mm in diameter, length unknown, and were deployed proximal to the obsidio and just before the gda/rha bifurcation. There were no patient complications as a result of this event. On follow up computed tomography (CT), obsidio was seen in the segment 5 and 6 branches. While reviewing follow up CT with physician, it was noted the patient had a celiac artery stenosis reducing hepatic artery flow, furthermore it was discovered that the patient also had a replaced right hepatic artery branch that also connected with the gda artery 4cm before the bifurcation of the rha and gda. At the time of the embolization, the physician was not aware of this connection and this explains why the obsidio traveled to the hepatic branches.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Good faith effort attempts were made to retrieve additional details regarding the reported event and the lot number, but further information was unable to be obtained.

Event description:
It was reported that non-target embolization occurred requiring additional intervention. Two obsidio devices were selected for a gastroduodenal artery (gda) embolization procedure. The patient presented with a bleeding gastric ulcer. A clip was placed, but the patient's hematocrit value continued to trend downward, and the patient was then brought to intervention radiology (ir) for the gastroduodenal artery embolization procedure. The vessel diameter was around 4 mm distally so a 5-millimeter coil was placed to use as a backstop with obsidio. After deploying the coil without issue, the first obsidio syringe was connected to the microcatheter and embolization proceeded normally. Obsidio formed a good solid gel mass at the proximal end of the 5mm coil. Approximately 3 centimeters of obsidio was deployed before the 1 cc syringe came loose from the microcatheter. At that point the rest of the first syringe was not used, and a second obsidio syringe was opened and attached tightly to the microcatheter. Obsidio began to build back toward the microcatheter, finally embedding the tip. At that point the physician stopped injecting and pulled the microcatheter back slightly. Injection was started again; however, it was noticed that there was a separation between the proximal plug of obsidio and where a new obsidio mass was forming. Obsidio was refluxing back along the microcatheter and going into the right hepatic artery. At this point within the vessel, its diameter was close to 5mm, so the physician stopped injecting to prevent any more non target embolization. The microcatheter was removed and flushed on the back tray, to clear the obsidio. The microcatheter was introduced again and approximately 4 coils were used to embolize the remaining portion of the vessel.